Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow-up, missing history records was observed on the device. The device failed to provide information of the lifetime therapy diagnostic of two shocks which were happened. No intervention was performed. The patient is in stable condition.